Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The treatment of the peritonitis was not reported. Additional information was requested but was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.